Manufacturer narrative:
Analysis was performed on product ID# 8780 s/n:(B)(6) and visual inspection identified dark residue in the dispensing holes of the catheter. No device issue or significant anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial # (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jun-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (2 mg/ml at 0.1 mg/day) and bupivacaine (5 mg/ml at 0.25 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient experienced increased pain for a month. They went to their healthcare provider (hcp) where a catheter access study was performed. They were unable to aspirate cerebrospinal fluid which confirmed that there was an obstruction in the catheter. There is no known cause of this issue. Patient was taken to the or today for planned catheter revision. She was placed in a lateral position. The physician began by performing a catheter access study under fluoroscopy, but he was unable to aspirate any csf. He then proceeded to open up the existing pump pocket and dissecting down to the existing pump and proximal segment. Once the pump was removed from the pocket, he again attempted to aspirate from the catheter access port, but still had no return of csf. He then proceeded to disconnect the pump from the pump connector and remove the full length of the proximal segme nt by opening up the collet. Again, we noted that there was no flow from the spinal segment. The physician then proceeded to flush the spinal segment with preservative free normal saline. Physician was cautioned about remaining drug within the catheter. After flushing, the spinal segment with saline multiple times, he again attempted to aspirate directly from the spinal segment, but still had no return of csf. He then proceeded to retract the catheter back through the pump pocket under fluoroscopy and lowered it by one full vertebral body, but still was unable to reestablish csf flow. At this time, the physician opted to replace the catheter in its entirety. He then proceeded to open up the midline, lumbar incision and dissected down to the existing anchor and spinal segment. He removed the full length of the spinal segment and repaired the fascia. He was given a new catheter kit, which was placed at t10 without difficulty. The new catheter was anchored and then tunneled to the existing pump pocket and connected to a new proximal segment and then reconnected to the existing pump. A catheter aspiration was performed before and after replacing the pump back within the existing pump pocket with positive return of csf. Incisions were then irrigated and closed. A catheter revision was performed on (B)(6) 2026. Issue was resolved.